Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 20 x 3.50 promus premier drug-eluting stent was deployed. After it was deployed and post-dilated at nominal pressure, a proximal stent edge dissection was observed. The dissection was covered with another promus premier drug-eluting stent and the procedure was completed without any further patient complications reported. It was further reported that stenosis was 90% with a moderately tortuous and moderately calcified rca. The lesion was pre-dilated with a semi-complaint balloon. The stent was fully deployed at 11 atmospheres, and the dissection was described as type c, flow-limiting. The patient was stable post-procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 20 x 3.50 promus premier drug-eluting stent was deployed. After it was deployed and post-dilated at nominal pressure, a proximal stent edge dissection was observed. The dissection was covered with another promus premier drug-eluting stent and the procedure was completed without any further patient complications reported.